Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the subjected (B)(6) dr pacemaker was implanted on (B)(6) 2023. Leads are showing good measurements when activating mv sensor (safer-r) the device switches in asynchroneous pacing mode. With deactivation of the mv sensor the device behaves as expected.

Event description:
Reportedly, the subjected alizea dr pacemaker was implanted on (B)(6) 2023. Leads are showing good measurements when activating mv sensor (safer-r) the device switches in asynchroneous pacing mode. With deactivation of the mv sensor the device behaves as expected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.